Event description:
Needle on pen needle cap bends and does not deliver insulin. Our pharmacy just changed manufacturers and have received two separate complaints. The problem product is: droplet pen needles, 100 in a box:, 0.23mm x 4mm 32gauge x 5/32in. Lot#z58k5, "exp date: 20240601", manufacturer/company droplicon, (B)(4).